Event description:
A physician has had three occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens 1998 and 1999. This particular pt had a phaco, superior, cataract extraction, right eye in 1998. Pt susequently developed what the surgeon describes as a severe intraocular infection 1999 leading to a vitrectomy on the same date. A culture was positive for staph capitis. The lens was explanted and not replaced. Pt was treated with steroids and antibiotics. In 1999, pt was diagnosed with a 1+ cell and flare. At the last visit pt was given a fair prognosis with a visual acuity of 20/200.